Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracks on the inside of the syringe window. Functional testing confirmed the reported issue. It was found that the device asked for a passcode on power-up. The investigation determined that a corrupted printed wiring assembly board (pwa) and a crack on the syringe port caused the reported issue. The pwa board and rear housing were replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump lost programming. Patient was able to switch to back up pump to continue their therapy. No patient injury reported. No other information is available at this time.